Event description:
A hemodialysis registered nurse [(hd)rn] reported to fresenius this hd patient on in-center hd therapy on the 2008t hd machine utilizing the optiflux 160nre dialyzer became unresponsive and required cardiopulmonary resuscitation (CPR) during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hdrn, it was reported this patient experienced a cardiac arrest on (B)(6) 2021 during an in-center hd treatment. This was the second in-center hd treatment the patient underwent since starting dialysis on (B)(6) 2021. Approximately 6 minutes after the initiation of the hd treatment, the patient became unresponsive. CPR was initiated by clinic staff while emergency services were activated. The patient was transported to the hospital where they were diagnosed with a sudden cardiac arrest due to cardiac multi-comorbidity. The patient had a return of system circulation while hospitalized and was placed on a ventilator. The patient has been able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient is currently hospitalized while recovering from this event and awaiting discharge. It was confirmed the patient¿s sudden cardiac arrest, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s cardiac arrest and hd therapy utilizing the 2008t hd machine. The root cause of the patient¿s cardiac arrest can be attributed to significant cardiac multi-comorbidity as reported by a medical professional. It is well-known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly due to sudden cardiac events. Additionally, hd patients are at the highest risk for cardiac arrest with frequent occurrences in dialysis clinics. Therefore, the 2008t hd machine can be excluded as the source of the patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis registered nurse [(hd)rn] reported to fresenius this hd patient on in-center hd therapy on the 2008t hd machine utilizing the optiflux 160nre dialyzer became unresponsive and required cardiopulmonary resuscitation (CPR) during an hd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s hdrn, it was reported this patient experienced a cardiac arrest on (B)(6) 2021 during an in-center hd treatment. This was the second in-center hd treatment the patient underwent since starting dialysis on (B)(6) 2021. Approximately 6 minutes after the initiation of the hd treatment, the patient became unresponsive. CPR was initiated by clinic staff while emergency services were activated. The patient was transported to the hospital where they were diagnosed with a sudden cardiac arrest due to cardiac multi-comorbidity. The patient had a return of system circulation while hospitalized and was placed on a ventilator. The patient has been able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient is currently hospitalized while recovering from this event and awaiting discharge. It was confirmed the patient¿s sudden cardiac arrest, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge.